Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event the same day as onset. On an unreported date during hospitalization, the patient was treated with unspecified antibiotics for the event. At the time of this report, the patient remained hospitalized and was recovering from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available.